Manufacturer narrative:
Correction to d tab for the medical device code updated to fpa.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was unable to connect. The following information was received by the initial reporter with the following verbatim. There have been many reports on our inpatient unit that they are very difficult to clear after drawing blood through the t-connector hub. We had an incident today where blood was not cleared in a timely manner and the line was almost completely occluded. None of us were able to flush it so we did a sterile line change. At that time, a large blood clot was removed from the hub of the port tubing. I uploaded a photo to the patient's chart to document and included the photo here as well. The nurses suspect that this could be the cause of the patient having to have their port re-accessed last week as well.

Manufacturer narrative:
Investigation summary: the customer reported it is difficult to flush blood from t-connector set, and returned one photo of the set. There is no physical sample available for investigation. The photo on its own was not able to verify the failure mode of occlusion. The root cause for the issue cannot be verified without a physical sample available for investigation. A device history record review could not be performed because the lot number is unknown.